Manufacturer narrative:
The microsensor was returned for evaluation: failure analysis - the issue of the complaint was not confirmed: film residue over sensor area that is not part of the manufacturing process. Unable to balance sensor due to film residue; removed film residue; able to balance sensor. Slights bends along catheter body 21cm and 23cm from tip. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to presence of barium alongside icp microsensor sheath.

Event description:
A facility reported the microsensor basic kit went from zero to a slowly declining negative scale then a question mark. It occured before the sensor was implanted. The surgeon was using a bipolar electrocautery next to the microsensor, which can cause damage to the microsensor.

Manufacturer narrative:
Possible root cause update: the possible root cause of the defect reported by the customer could be use related (film residue), and could be due to presence of thick film residue covering sensor area.

Event description:
N/a.